Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the leak. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the leak condition is due to particulate matter trapped between the checkband and the stressmember. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: the following was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that the folfusor lv 10 ml/h device reportedly backflowed after filling and prior to patient connection. Sample filled with nacl. One unit affected / sample available. No patient involvement, injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.